Event description:
It was reported that an unspecified app issue occurred. The date of the event is an approximation. On (B)(6) 2025, the patient contacted support to report difficulty interpreting the glucose graph and stated she had missed notifications following the ui17 update. The date and location of the sensor insertion were not disclosed during the call. Troubleshooting and education regarding device features were provided. The patient expressed concern about the default 30-minute snooze setting for alerts, stating that this setting ¿could kill her.¿ she also reported that in (B)(6) 2025, ¿the fire department had to come knock my door down the last time this happened. I've had to have somebody staying with me because my phone went down, 'cause I will die.¿ no symptoms, treatments, or additional clinical details were provided during the initial call. Despite follow-up attempts by technical support to clarify the incident involving emergency services, the patient did not respond. As a result, no further information regarding the event or the patient¿s condition was available. Data has been received but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Subsequent to the initial MDR, a correction and data was further reviewed on 07/17/2025. It was reported that no alert/notification occurred. The date of the event is an approximation. On (B)(6) 2025, the patient's urgent low soon alert was disabled and low alert threshold was set to 60 mg/dl. At 02:05 pm, the app experienced five minutes of signal loss, with a backfilled estimated glucose value (egv) of 54 mg/dl. At 02:10 pm, the app delivered an urgent low alert at 0% volume with an egv of 47 mg/dl. At 02:15 pm, the app delivered an urgent low alert at 0% volume with an egv of 44 mg/dl, which was compared to a fingerstick value of 64 mg/dl at 02:16 pm. The urgent low alert did not have audio. The probable cause is the mobile device operating system did not grant the app audio permissions. In addition, the urgent low soon alert was disabled. The allegation was confirmed as no audio output. The probable cause is the mobile device operating system did not grant the app audio permissions. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information, g3: date received by mfg - additional information, g6: type of report - updated/follow-up, h2: type of follow up - correction/additional information, h6 codes: medical device problem code - correction, h6 codes: type of investigation - additional information, h6 codes: investigation findings - additional information, h6 codes: investigation conclusion - additional information, h10: corrected data.